Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional testing. It was noted that the upper and lower cases were broken, the high rate cover was out of specification, the main keypad was cosmetically damaged, the battery flex was out of specification, and the heart lead flex was contaminated. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the beats per minute (bpm) on the external pulse generator (epg) did not match the count on the tester. The epg was returned for repair. There was no patient involvement.

Event description:
It was reported the beats per minute (bpm) on the external pulse generator (epg) did not match the count on the tester. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.